Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. Conclusions: conclusion not yet available - evaluation in progress. Product identifier: (B)(6). (B)(4). Device not returned to manufacturer.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, there was a cuvette recognition error. No patient involvement as this occurred during setup. The product was changed out. The surgery was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on december 17, 2015. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to additional information), method - device from reserve sample evaluated, device-to-device interaction testing, visual inspection. Results - improper composition/concentration; conclusions - known inherent risk of procedure. The actual sample was not returned for evaluation; a retention sample from each product code/ lot number combination, th06 and tg01, were obtained for the investigation. The retention samples were visually inspected, during which no anomalies were noted. A review of the device history records revealed no manufacturing anomalies for either lot. The functionality of the cuvettes and magnets was evaluated by connecting the units to the cdi500 monitor. The unit from lot tg01 was found to have no difficulties connecting to the monitor and the strength of the sample's magnet was measured and found to be within specification. The unit from lot th06 was found to have difficulties connecting to the monitor and its magnet was measured and found to be lower than normal, and the complaint was confirmed. This event is associated with the voluntary safety alert distributed by terumo on december 8, 2015, 1124841-12/08/2015-004-c. It is likely that the magnets were defective with weak magnetic strengths. These magnets are manufactured by an outside supplier, arnold magnet technologies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.